Manufacturer narrative:
(B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record (DHR) review was performed for part # 04.647.128s, lot # 9501408: manufacturing site: (B)(4), manufacturing date: 29. May 2015, expiry date: 01. May 2025: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2017, when the surgeon was implanting the zero-p cage into the patient, the plate and cage portion of the implant came apart. As per the technique guide this can happen. He therefore removed both pieces from the patient and reconnected them together. When he implanted it into the patient again, the same thing happened. The two parts of the implants separated. Surgeon removed it again and re attempted to implant it but the implant kept on coming apart and was not able to be implanted. The staff therefore opened a new zero-p implant and this was implanted into the patient without any issue. There was no patient harm and the surgery was not prolonged. The patient is doing very well and has had no ill effects post-operatively. Concomitant device reported: insertion device for zero-p va (part # 03.647.963, lot # unknown, quantity 1). This report is for one (1) zero-p va implant 8mm height lordotic-sterile. This is report 1 of 1 for complaint (B)(4).